Event description:
Additional information received: the patient presented with complete right bundle branch block and right ventricular hypertrophy.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and regurgitation were confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the inflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 3mm at commissure 2, leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. The free margins of all three leaflets were rolled towards the outflow aspect from host tissue overgrowth and created gaps in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Subvalvular apparatus was observed around leaflet 2 at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact and minimal calcification on leaflets 2 and 3. Sewing ring was cut around leaflet 2. Multiple suture pledgets remained attached to the sewing ring around the valve. H10: additional manufacturer narrative: updated sections d9, h3, h6 (health effect - clinical code, device code, type of investigation) the reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is not a malfunction of the device. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 7300tfxj mitral pericardial valve, implanted in the tricuspid position for approximately five (5) years and 10 months, was explanted due to tricuspid stenosis and regurgitation. The device was originally implanted for tricuspid valve replacement to correct tricuspid stenosis. The device was explanted and replaced with a 29mm 11400m valve with no adverse patient events reported. The patient status was reported as 'under treatment'. An aortic valve replacement was also performed. There was no allegation of device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.